Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event was reported as (B)(6) 2016 ((B)(6) 2016: hurt knee). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient hurt their right knee (unknown if related to the ins therapy) and had a CT scan where their ¿stimulation went off and went crazy¿. By ¿crazy¿ the patient meant they had all kinds of tingling in the vaginal area and it was out of control to the point they had to tell them to stop the procedure. Also, a couple of months ago, the patient started having back problems and had to ¿go back to be seen¿. There were no further complications reported or anticipated.